Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an abrupt rise in impedance to high levels. The capture threshold rose in parallel. A two millimeter gap in the peripheral portion of the lead insulation was noted. The remains in use. No patient complications have been reported as a result of this event.